Event description:
It was reported that the patient experienced reservoir herniation with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing reservoir was removed and replaced with a new one. The explanted component was disposed. The patient was said to be doing well after the procedure and no complications were reported in relation to this event. No more information available through physician. No more information available at the moment. Should additional information become available, it will be provided.